Manufacturer narrative:
Event site full name: (B)(6) medical center. UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), the arterial line was dampened and the pressures were incorrect. The getinge representative walked the customer through steps to aspirate and flush the central lumen and that resolved the issue. The arterial line improved and the bps were better. It was then revealed that they had the same issue with another iab on the same patient, but it was fiberoptic. The iab was removed in the or during surgery on (B)(6) 2024. She was told that the iab arterial line was flattened and displayed incorrect bp. There was no reported injury or adverse event to the patient. This report is for the 2nd iab mentioned. A separate report will be submitted for the 1st iab.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. (B)(4).